Event description:
It was reported that during routine follow up the pulse generator exhibited diagnostics anomaly. After clearing the diagnostics, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
(B)(6).